Event description:
It was reported approximately 2 months following the transapical implant of a 29mm sapien xt the patient was admitted to the hospital for heart failure. A tee was performed and revealed that the sapien xt valve appeared canted and in the lvot. A root angiogram confirmed the sapien xt was in the lvot with the native leaflets exposed. The sapien xt valve was surgically removed and a replaced with a surgical valve. During the initial implant it was noted the patient had a bicuspid aortic valve, which was mildly calcified. The native annulus measured 23mm by 31mm on CT.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the shape of the native aortic valve and the minimal calcium distribution likely contributed to embolization into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.